Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device was unable to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available ((B)(4)) is used to capture surgery prolonged and no information available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both broach handles in the attune revision kit were not grabbing the broach while it was insitu in the prepared femur. We had to use the screw in cutting guide to attach it to the broach yo allow us to remove the broach. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Use another instrument to remove femoral sleeve, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(6), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.